Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: broke screen. Unable to load sd card to run test. There was no harm or injury reported. During the evaluation at the manufacturer service center, error code 106 (speaker 1 failure) and e-290 (urgent reminder) were recorded in the event log. Broken screen was confirmed. The unit is no longer needed for inventory and therefore will be scrapped.